Event description:
The manufacturer received information alleging a red display screen occurred on start up on a trilogy 100 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy 100 has not been received at the third-party service center for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.